Event description:
The customer reported that the system displayed filament regulator failure error messages intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep calibrated the filaments. The system was tested and found to be working as intended and put back in service.